Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok keypad button is intermittently responsive, and the bolus button is difficult to press. There was evidence of keypad contamination found under all key contacts. Investigation revealed a case seal leak and damage to the pump casing.

Event description:
On (B)(6) 2012, the reporter contacted the animas corporation and claimed that after the patient went swimming all of the keypad buttons became unresponsive. The reporter stated that moisture could be seen behind the screen. The reported denied any trauma to the pump. The reporter did not provide information about how the pump was worn but did state that the pump was not cleaned. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.